Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left-side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical damage. Additional observations: crease is observed. One split in patch that assessed as a workmanship, not related to the reported complaint. A further investigation is requested to analyze the split in patch observed.

Event description:
Healthcare professional reported a left-side rupture. Device has been explanted and replaced.